Manufacturer narrative:
Exact date unknown, event occured weeks after the initial the implant procedure additional suspect medical device component involved in the event: product family: scs-paddle leads. Upn: m365sc8336500. Model: sc-8336-50. Serial: (B)(4). Batch: 18514161.

Event description:
It was reported that the patient developed an infection. All device components were explanted and were not returned. The patient was doing well postoperatively. No further information has been obtained despite good faith efforts.